Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported unexpected medical intervention was a result of case specific circumstance as two additional clips were implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, two additional clips were implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.